Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the original complaint was unable to be adequately investigated due to no power to the pump. There was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts.